Manufacturer narrative:
A system explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10637, 3006705815-2019-03603. It was reported that the patient never had effective stimulation. The patient had their system explanted sometime in (B)(6) of 2019.